Manufacturer narrative:
The creatinine reagent lot number was 86413201, with an expiration date of 31-dec-2025. A reagent issue can be excluded because the correct rerun result was obtained with the same reagent. Carryover testing was performed and was acceptable. The field service engineer determined that a reagent probe was blocked. The probe was corrected. Cell rinse levels, the gripper, and the piercer were adjusted. The analyzer was confirmed to be running back within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with creatinine plus ver. 2 on a cobas 8000 c 502 module. The first sample initially resulted in a creatinine value of 125.0 umol/l and it repeated as 85.0 umol/l. The sample was repeated on a second analyzer, resulting in a value of 86.4 umol/l. The second sample initially resulted in a creatinine value of 104 umol/l on 01-oct-2025 and it repeated as 64.4 umol/l.